Manufacturer narrative:
H.6. Investigation: a 2426-0004 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21026152. From the information provided by the customer it appears that the leakage occurred from the smartsite y-site; however no obvious damage was visible which may have contributed to the customer's experience. A review of the production records for lot 21026152 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported as lvp 20d 3ss cv had leakage issues. The following information was provided by the initial reporter: "approximately 8 mins into infusion the patient notified staff that the set was leaking and the patients jumper was seen to have a small wet patch approx 15ml."

Manufacturer narrative:
Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported as lvp 20d 3ss cv had leakage issues. The following information was provided by the initial reporter: "approximately 8 mins into infusion the patient notified staff that the set was leaking and the patients jumper was seen to have a small wet patch approx 15ml."